Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.